Event description:
Before the start of procedure, a hole was noted in the drape table cover from the total knee pack. All supplies and instrumentation from initial set up were removed from room and new sterile set up established for case. Minor delay in case start. Table cover was saved along with pack face sheet. Handed over to materials management. Cardinal health: total knee pack, ref # sop12knmfm, lot# 480766, exp 1/1/27.